Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer declined the repair of the device. The device was scrapped by the customer.

Event description:
A customer contacted stryker to report that their device would not function and alarmed and paused. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.